Event description:
This 45 year old patient had bilateral breast augmentation in august, 1975 using silicone breast implants. The left implant was ruptured in 1984 and was replaced with another implant. In 1990 these implants were again replaced because of rupture with the implants. Since 1989 this patient has suffered from fatigue. There is significant short-term loss with difficulty in concentrating. The patient has numbness, tingling and pain on the left side. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.